Event description:
The customer reported the system displayed a filament regulator error, kv on in error and x-ray overtime errors. The kv on in error will likely cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation during the service call. The system was tested and found to be working as intended and put back into service.